Manufacturer narrative:
(B)(4). Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no motor error alarm noted. Motor passed motor test. Device passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was able to rewind. Customer stated that the insulin pump had button error alarm. Drive support cap was normal. The insulin pump will be returned for analysis.